Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level, as it was reported not to exceed 500 mg/dl or read ¿high¿ on the cgm. The customer resolved the issue by changing out their cartridge, and infusion set, and then resuming insulin.